Event description:
It was reported that a spectrum pump constantly turns on and off. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. This was found to be caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.